Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting premature battery depletion. An invasive procedure was performed to explant the ipg. During the procedure the bipolar lead, model 4269, was removed from service for 'not having good capture due to the lead being slightly dislodged'.